Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: there is no sample and no photo returned for investigation of this complaint. Complaint will be reopened if sample is returned. Device history review showed no qn, no abnormality observed. The complaint is unconfirmed as no photo / sample is received. Root cause description: based on similar complaint on peelback, the probable root cause could be due to tubing material. Rationale: CAPA# (B)(4) was issued to review the tubing material.

Event description:
It was reported that there is difficulty with use of a bd neoflon¿ IV cannula. The following information was provided by the initial reporter: complaint opened on request from us ra to capture the incidents where the patients¿ course of treatment had to be changed we would like to report that we have quite a lot of problems lately with the following catheter: bd neoflon reference no: 391350. Often when we prick with this catheter, it's difficult to get through the skin (not sharp enough???) And the catheter itself rolls all the way up instead of taking it inside. Additional information provided: need to prick with other catheters. We do not have samples but have been using these catheters for years. Of course it is not nice when it goes like this, certainly not only because it is about children. You sometimes have to prick several times and that is really not fun for the child. Usually, the trauma of puncturing is greater.